Event description:
It was reported that during a bulla resection procedure, when the firing trigger was grasped, it could not be moved at the second firing. The device was released with the manual release lever and then it was found that 2 unformed staples were deployed. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.